Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod the sensor wire was missing. The sensor in sertion was at the buttocks on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.